Manufacturer narrative:
Through follow-up with the healthcare provider, it was learned that the device was explanted due to a paravalvular leak (pvl). According to the op report, this patient has a history of rheumatoid arthritis and developed heart failure with mild aortic insufficiency. It was also indicated that the etiology of his valvular disease was almost certainly related to his rheumatoid arthritis, with inflammatory changes in his leaflets. The pvl was seen on transesophageal echo and was supposed to be on the right coronary sinus area. However, during inspection, it was difficult to locate the exact location of the leak. The pledgets were noted to be very difficult to remove and were imbedded into the adjacent tissue. One pledget was easily removed. The surgeon also noted that the reason for explant was not related to a device malfunction. Regurgitation is considered to be a pvl if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Technique related factors have been shown to contribute to the development of pvl. The use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl rates. The surgeon also noted that the etiology of his valvular disease was almost certainly related to his rheumatoid arthritis. Unfortunately, the explanted device was not returned to edwards for analysis. Although the root cause of this event cannot be conclusively determined, it appears that this event was likely due to technique and patient related factors. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 1 year. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.